Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient developed excessively dry airway that caused shortness of breath, coughing, sore throat, upper airway and chest restriction, dizziness, and fatigue allegedly due to the heating plate of their airsense 11 autoset device was not warming the water in the tank resulting in the device not delivering "warmed air".